Manufacturer narrative:
The device was not returned for evaluation. A device history record review was performed and at the time of manufacturing, records from each manufacturing lot were thoroughly reviewed to ensure that products were released meeting all quality release specifications. The reported complaint was not confirmed. Root cause could not be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for evaluation. The product was discarded by the customer. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported that on an unspecified date, the 206520 duraseal exact spine sealant had a gelatinous liquid that came out when the surgeon was about to apply it to the patient. No known patient contact or injury reported. An additional information received on 13sept2019 indicating that the product was in contact with the patient for a cervical laminectomy procedure on (B)(6) 2019. There was a delay of 20 minutes and no known patient injury was reported.